Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the unit would not pass the self check because of a faulty fluorescent vacuum display (vfd). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the generator not functioning as intended ,customer noted " when it powers on it never goes passed the self check" . The issue found at preparation for use. No harm was reported. No patient harm, no user injury reported . Device evaluation found no power output (rv1) due to faulty pkrf board , the sp voltage failed due to faulty sprf board. This report is being submitted due to the finding of faulty pkrf board and faulty sprf board resulted in power output issue and failed voltage test identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated .the reported issue was confirmed. Device evaluation found no display due to faulty fluorescent vacuum display (fvd) , no output of rv1 due to faulty pulsekinetic reference (pkrf board). In addition, the superpulse (sp) over voltage test failed due to faulty sprf board. Review of the fault log shows error 400 ref 26, nine times , this error generated if a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Furthermore, unrelated to the reported issue, inspection found the central screw hole of base plate was damaged, all the snaps hold of pkrf and sprf boards found broken, the top case observed with too many scratches. Current software noted noted to be version v3.03. Investigation is ongoing. This report will be supplemented accordingly following investigation.